Event description:
It was reported that this pacemaker has reached end of life (eol). Additional information received which indicated that this device was not actually elective replacement indicator (eri), however, it was programmed off. This device remains in service. No adverse patient effects were reported.